Event description:
It was reported that after an 8780 catheter implant, they were not getting csf (cerebrospinal fluid) flow so they went back and placed a new spinal segment from a 8782 revision kit and sliced to the existing catheter that was already hooked up to the pump. The health care provider (hcp) then accessed and got csf and good flow to the catheter. The issue was resolved. The device system was used to deliver morphine. It was later reported that during implant of the catheter and pump, the hcp and been unable to aspirate csf after the catheter was tunneled and hooked up to the pump. The hcp decided to place the second spinal catheter segment and remove the distal end of the initial ascenda catheter. The hcp then connected the two catheters and was able to confirm good csf flow. All of this occurred during the implant procedure. It was reported the patient was doing well post operation.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial number: unk, implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial number: unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).